Manufacturer narrative:
The user reported the charging cable of the controller melted while charging the controller. The controller was returned. The charging cable and adapter were not returned. Inspection of the controller charging port found no evidence of a thermal event occurring. No damages or defects were observed to the exterior of the device. Inspection of the log files found the device did not exceed the max operating temperature specifications. Investigation found no signs that a thermal event occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charging cable melted while charging.